Event description:
Device 2 of 2 : reference manufacturer report: 3006705815-2018-03151. It was reported that the leads were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2 : reference manufacturer report: 3006705815-2018-03151. It was reported the patients lead was severed during an unrelated surgery. As a result, surgical intervention was undertaken wherein the entire system was explanted.